Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: review of the black box data and pump history revealed multiple, consecutive cs054/cs052/cs012 alarms recorded on (B)(6) 2016. On investigation, ez-prime steps were performed correctly with no cs012 alarm, or any alarm, occurring. The device performed within specifications. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 12/13/2016 ¿ correction to serial #.